Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The evaluation of the subject device confirmed the followings; the adhesive remaining in instrument channel appeared to be tissue adhesive. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Therefore, omsc judged that the adhesive remaining in instrument channel was not due to the subject device. There is possibility that the reported event was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Adhesive remained in instrument channel of the subject device. There was no report of patient injury associated with this event.